Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of exactamix 2000 ml eva tpn bag eva (ethylene-vinyl acetate) tpn (total parenteral nutrition) bags leaked from an unspecified location. This was discovered after tpn production. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: h4, h6 (update codes), h11. H4: the lot was manufactured between january 25, 2024 and january 26, 2024. H11: the actual device was not available; however, two (02) companion samples were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the leak. A leak test was performed on the retained samples, and no leak was observed. The reported condition was not verified on the companion samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.